Manufacturer narrative:
A device history record review was completed for provided material number 381137 and lot number 2047956. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not available for return, a thorough sample analysis could not be performed. Based on the limited investigation results, an exact cause could not be determined for this incident. H3 other text : see h10.

Event description:
It was reported while using bd angiocath¿ peripheral venous catheter foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: 20230302, when the indwelling needle was checked before use, it was found that there were rough and foreign objects on the needle, and the indwelling needle was replaced in time without being used on the patient and did not affect the patient.

Event description:
It was reported while using bd angiocath¿ peripheral venous catheter foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2023, when the indwelling needle was checked before use, it was found that there were rough and foreign objects on the needle, and the indwelling needle was replaced in time without being used on the patient and did not affect the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.